Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The available device data have been analyzed. The analysis showed a slightly elevated current consumption, which was automatically detected by the device and which subsequently led to a programmer notification message, confirming the clinical observation. The data further showed multiple single events of unexpected battery voltage fluctuations, which correlate in time with the events of elevated current consumption. Next, the ICD was subjected to an electrical analysis, revealing that the device could not be properly interrogated. Therefore, the labor setup was used to interrogate the memory content of the device, revealing a warning message that indicates an elevated current consumption. The battery status was mos2 with a battery voltage of 3.23v. The amount of charge taken from the battery was verified. The battery condition was found to be normal and as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. However, the shock therapy was only intermittently available. Therefore the ICD was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. However, the current consumption of the electronic module was tested and an elevated current consumption could be confirmed. Further electrical investigations identified a damaged low voltage capacitor of the electronic module, causing an increased current consumption, which led to the observed symptoms. In conclusion, the clinical observation resulted from a damaged low voltage capacitor on the electronic module. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment, however, the date of occurrence was not determinable.

Event description:
It was reported that this device had an elevated power consumption, alerted during follow up on (B)(6) 2019. The device was explanted on (B)(6) 2020. Manufacturer analysis revealed a battery issue. Therefore, this event is reportable.